Manufacturer narrative:
The damaged lens was returned to b+l and subjected to visual inspection. Results revealed the optic was cut and all four haptics were intact. Functional testing could not be performed due to the damage. The cause of the damage could not be determined. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens in the patient's left eye. During lens implantation the surgeon noted a capsular bag rupture with intravitreal prolapse. A vitrectomy was performed. The lens was removed through an enlarged incision and replaced with another iol. According to the surgeon, the prognosis for the patient is excellent. (B)(4).